Event description:
As reported by the edwards field clinical specialist, during a transapical tavr case after the 26mm sapien valve deployed there was paravalvular leak and central aortic insufficiency. A second valve was implanted in order to mitigate the aortic insufficiency. The patient was reported as doing well following the tavr procedure. Per report, this patient's heart was noted to be rotated laterally in the chest cavity by the cts. The cts performed routine mini-thoracotomy, exposed the apex and placed pledgets without complications. The heart was punctured and the annulus was crossed with a .035" j wire. A jr-4 diagnostic catheter was introduced and the .035" j wire was exchanged for a .035" amplatz extra stiff wire. The balloon valvuloplasty was performed using the edwards 20 x 3cm balloon. The 26mm sapien valve was introduced, positioned 50:50 in the co-planar view and deployed under rapid ventricular pacing. Transesophageal echocardiogram (tee) tee assessment showed trace posterior pvl. An aortogram was then performed and the aortic insufficiency was assessed to be 2+. The valve appeared to be somewhat canted: 50:50 on the left cusp and 20:80 (ventricular) on the right cusp. Due to the amount of pvl and the low placement on the right side, the team decided to add 1cc to the delivery system and post-dilate the valve. The pvl did not improve and the team decided to place a second 26mm sapien valve. The second valve was positioned approximately fifty percent higher (more aortic) than the first valve and deployed under apnea and rapid ventricular pacing. Tee and aortography confirmed the pvl was reduced to trace and the central aortic insufficiency was reduced to mild. The sheath was removed from the apex and routine surgical repair of the apex was performed. This event was attributed to the valve being deployed canted and the valve not being coaxially aligned upon deployment. Additional information: the image intensifier angle was described as good. Ventilation was held and there was no loss of pacing capture during deployment. The native valve/leaflet calcification was described as bulky. The aortic root calcification was mild. There was moderate mitral annular calcification and mild ventricular septal hypertrophy. The patient¿s ejection fraction was fifty five percent.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, malpositioning of the device and aortic insufficiency are known potential complications associated with the tavr procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Deployment of the valve too ventricular can cause or contribute to native leaflet overhang and this can impair the thv leaflet function resulting in central aortic insufficiency. Central aortic insufficiency can also be expected while the wire is across the valve. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report, patient and procedural factors appear to have caused or contributed to this event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.